Event description:
Revision of shoulder components due to dislocation. Primary surgery was in (B)(6) 2009 with no reported issues. Approximately three and a half years postoperatively pt noticed it was "coming out". Pt does not remember any trauma.

Manufacturer narrative:
Devices are currently undergoing engineering evaluation.